Event description:
The customer's biomedical engineer reported that the paddle set failed to discharge during testing.

Manufacturer narrative:
The customer's biomedical engineer reported that the paddle set failed to discharge during testing. The biomedical engineer evaluated the unit and confirmed that the paddle set was the cause of the incident. The customer ordered a replacement paddle set, and this resolved the issue. The customer scrapped the failed paddle set.